Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an inappropriate shock. Device troubleshooting identified reproducible non-physiological noise in the primary sensing vector, with minimal noise observed in the secondary vector. The device was subsequently reprogrammed to the secondary vector. Review of stored treated and non-treated episodes by technical services confirmed oversensing of non-physiological noise accompanied by a change in qrs morphology. Potential causes were discussed, and troubleshooting guidance was provided. The plan is to continue monitoring, as noise was not reproducible in the secondary vector following reprogramming. The device remains in service. No adverse patient effects were reported.